Event description:
Device 1 of 2. Ref MFR. Report: 1627487-2013-25121. It was reported the patient is experiencing discomfort at the ipg site and is not receiving effective stimulation. It was also reported the patient has lost weight. An sjm representative met with the patient for reprogramming. Reprogramming did not provide resolution. Follow up revealed, the physician revised the ipg pocket and decided not to revise the lead. Post-op, the patient was programmed and has good coverage/stimulation. An sjm representative will meet with the patient at her post-op follow up appointment at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.